Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis found a ram chip - memory error.

Event description:
It was reported that during pre-implant, the device had a very low voltage of 2.8volts. There was also a power on reset (por) on (B) (6) 2008. The unit was never implanted. There were no patient complications reported as a result of this event.